Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that vancomycin was programmed to be infused over the duration of one hour, but; it was completed within 10 -15 minutes. The programming should have been vancomycin 199.5mg to be infused at a rate of 39.9ml/hr., however; in review it was found that the vancomycin infused at a rate of 194.7ml/hr. There was no patient impact.